Event description:
===== Gyrus pk forceps broke into two pieces at the hinged aspect. Device was being used correctly and properly at the time. Fractured half was retrieved safely and is accounted for.================= manufacturer response for dissecting forceps with attached cord, pks lyons======================